Event description:
During breast reduction case, bovie tip fell out of smoke evac/bovie cautery device and into breast cavity, while in use. Surgical assist was able to locate the tip and place it back on the bovie device. Surgeon was then able to proceed with the case, without any further issue.